Manufacturer narrative:
Date of event: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube had foreign matter in it.